Manufacturer narrative:
(B)(4). Carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 90 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that the ventilator stopped ventilating while in use on an intubated patient during a transport. The patient was removed from the ventilator and manually ventilated the rest of the transport with no harm or injury.